Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Customer¿s blood glucose readings were 50 mg/dl to 78 mg/dl. Customer was treated with juice for low blood glucose. The current blood glucose reading was 152 mg/dl. Customer had been using¿an insulin¿pump¿system within¿48¿hours of the reported¿low¿blood¿glucose¿event. Customer did¿allege¿the insulin¿pump was over delivering because they had continued low blood glucose issues, they had settings changed and done everything but still had low blood glucose issues. Customer was not using the auto mode. The insulin pump and the reservoir will be returned for analysis.